Manufacturer narrative:
A review of the pump black box revealed consecutive alarms. The pump powered up and displayed the verification screen. The ez-prime steps were performed correctly with no call service alarms occurring. The product performed within specifications. The pumps cover was removed and there was no intermittent condition found on the printed circuit board or the continuous glucose monitor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.